Event description:
Info received that the brake would set but would not hold. No injury reported.

Manufacturer narrative:
Technician found that the brake would set but would not hold cause: hardware was worn out. Replaced the brake weldment on both ends to resolve this issue.